Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hyperglycemic event with a peak glucose of 358 mg/dl lasting about five hours after eating pasta, during which the ilet delivered insulin and system alerts for prolonged hyperglycemia were received; the user also reported a separate hypoglycemic event to 62 mg/dl that resolved within about ten minutes after drinking juice. Symptoms included thirst during the high and sweating and shakiness during the low. Outcomes included no professional medical intervention, no assistance required, no ketone testing, and no hospitalization. Investigation included complaint intake review and user education on appropriate corrective actions for high and low glucose. Investigation of this case revealed no device alarms indicating malfunction and no performance issue reported, with events consistent with glucose excursions related to meal composition and typical system response. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive for device contribution with user- and meal-related factors considered plausible.